Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
The pt reported that the infusion device often displays e4 (occlusion) error and she experienced elevated blood glucose of up to 400 mg/dl. She injected insulin via syringe to lower her blood glucose. She stated that she sometimes changed the infusion set to clear the e4 error. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.